Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2005 (B)(6). (B)(4).

Event description:
It was reported that shortly after implant, the high voltage and superior vena cava (svc) coils of the competitor right ventricular(rv) lead exhibited high impedances. It was determined that the high voltage portion of the lead was loose in the connector, and was subsequently reconnected. The device remains in use. No patient complications have been reported as a result of this event.